Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.